Event description:
It was reported that the unit will not turn on. There was reportedly no patient involvement.

Manufacturer narrative:
The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 25may2021. The reported issue was confirmed and the cause was traced to a faulty battery pca. Based on the conclusion of the investigation, it was determined that this was a malfunction of the battery pca. The battery pca was replaced to resolve the noted damage. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted